Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer successfully changed cartridge and resumed insulin delivery. The customer's blood glucose ranged from 180-240 mg/dl at the time of event.